Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and it was powered. The test ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs. Tests and calibration were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 170 hours without generating error or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a ¿loss of communication¿ alert. There was no patient involvement.